Event description:
It was reported that legionella was found in the bath system. Infected and worn parts have been replaced and pipes have been flushed to solve infection.

Manufacturer narrative:
This report is being filed under the exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). Further info will follow upon completion of the manufacturer's investigation.